Event description:
No additional information received from customer

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the meniscus of the charged couple device is broken, the image quality is poor, the outer tube is deformed ". A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the meniscus of the section is broken and therefore the image quality is poor. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope had a black spot in the objective lens. The issue was identified before a diagnostic laparoscopy procedure. The procedure was completed using a similar device. There were no reports of patient harm.